Event description:
It was reported that when the surgiphor bottle squeezed, it exploded in the center of the bottle. No health consequences were reported.

Manufacturer narrative:
It was reported that when the surgiphor bottle squeezed, it exploded in the center of the bottle. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note, the date of event is considered to be a best estimate as (09-sep-2025) based on the date of awareness. This MDR represents surgiphor bottle (device 8). An additional mdrs were submitted to represent surgiphor bottles (device 1 to device 13). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.